Manufacturer narrative:
Product complaint: pending. If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this report is associated with product complaint: pending. This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) chinese female patient. Medical history and concomitant medications were reported as none. The patient received an unspecified type of human insulin (rdna) (humulin) from a cartridge, via a reusable pen (humapen ergo ii), three times a day with a daily dosage total of 16 units subcutaneously, for the treatment of diabetes mellitus beginning in 2010. Route of administration was no provided. Reportedly, physician adjusted every dosage according to the condition of the patient. In 2014, it was found that injection button of the humapen ergo ii was difficult to be pressed down and the needle could not be screwed down. Also on an unspecified date, during human insulin treatment, her blood glucose was high with a preprandial blood glucose of 20 (no units or reference ranges were provided) and due the event, she was hospitalized on (B)(6) 2016. Details regarding hospitalization were not reported. On (B)(6) 2016, she was discharged from hospital. By (B)(6) 2016, her blood glucose was controlled stable and she was recovering from the event. Information regarding corrective treatment was not provided. Human insulin treatment was continued. The operator of the humapen ergo ii devices was a family member and his/her training status was not provided. The general humapen ergo ii model duration of use was unknown but started in 2010. The reported humapen ergo ii device duration of use was unknown. If device was returned, evaluation would be performed to determine if a malfunction had occurred. Edit 31mar2016. Case was opened to enter medwatch device fields for device mailing. No new information. The reporting consumer did not know if the event was related to human insulin or the humapen ergo ii.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a customer reported that a female patient's injection button on a humapen ergo ii device was difficult to depress and the needle could not be connected to the cartridge holder. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would ensure device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) female patient. Medical history and concomitant medications were reported as none. The patient received an unspecified type of human insulin (rdna) (humulin) from a cartridge, via a reusable pen (humapen ergo ii), three times a day with a daily dosage total of 16 units subcutaneously, for the treatment of diabetes mellitus beginning in 2010. Route of administration was no provided. Reportedly, physician adjusted every dosage according to the condition of the patient. In 2014, it was found that injection button of the humapen ergo ii was difficult to be pressed down and the needle could not be screwed down. Also on an unspecified date, during human insulin treatment, her blood glucose was high ((B)(4); lot number unknown) with a preprandial blood glucose of 20 (no units or reference ranges were provided) and due the event, she was hospitalized on (B)(6) 2016. Details regarding hospitalization were not reported. On (B)(6) 2016, she was discharged from hospital. By (B)(6) 2016, her blood glucose was controlled stable and she was recovering from the event. Information regarding corrective treatment was not provided. Additionally, the patient did not have any change in treatment regimen and the patient did not have any event potentially associated with hyperglycemia. Human insulin treatment was continued. The operator of the humapen ergo ii devices was a family member and his/her training status was not provided. The general humapen ergo ii model duration of use was unknown but started in 2010. The reported humapen ergo ii device duration of use was unknown. The device was not returned. Edit (B)(6) 2016. Case was opened to enter medwatch device fields for device mailing. No new information. The reporting consumer did not know if the event was related to human insulin or the humapen ergo ii. Update 06-apr-2016: additional information was received on (B)(6) 2016 from the initial reporter. No new adverse event information was reported. Updated narrative accordingly. Edit (B)(6) 2016: pc number was received on (B)(6) 2016. Added pc number to narrative but pc was already processed. Update 28-apr-2016: additional information received on (B)(6) 2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.